Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information related to a CPAP device alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. The device was scrapped.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In this report updated as- the manufacturer received information related to a CPAP device alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected and found no evidence of foam particles or degradation. The device was scrapped. In the previously submitted report section box: b, d, g, h were selected/entered incorrectly. After reviewing the information these sections have been corrected/updated in this report.

Manufacturer narrative:
In previously submitted report box: g "report source (rfb)" mentioned incorrectly which updated in this report.